Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact could not recall what the customer's blood glucose level was at the time of the occlusion. The occlusion was resolved by changing the infusion set.